Event description:
During an in clinic follow up, the device was observed to be in back up mode. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of bvvi was confirmed. Based on the information provide, the device went into bvvi due to power-on-reset (por). The root cause of the por was unable to be determined with the information provided.